Manufacturer narrative:
Two photos were reviewed for evaluation. The reported failure mode was confirmed in the photo. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the device was found to be leaking at the end of the line next to the connection point by the operator. The problem was noticed by the operator when filling the device and there was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation in used condition. During testing a leak was detected between the luer and tube. The reported complaint is confirmed. This issue will continue to be monitored, and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.